Event description:
It was reported the seal and fit between the inner and outer cannula was unsatisfactory on three (3), size 6 fen, fenestrated low pressure cuffed tracheostomy tubes. This was detected after the devices were in use approx thirty (30) days. There was one (1) pt involved with no reported pt compromise. Two (2) of the 6fen devices were discarded. One (1) 6fen device was returned to the MFR for decontamination, analysis and investigation on 11/10/97.